Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a pink line displayed on the touchscreen. Reportedly, the customer was unable to read the insulin on board and time remaining. In addition, it was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level was 201 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.